Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone phone_control_android, cloud - omnipod 5 software app version 3.1.1, cloud - operating system bp2a.250605.031.a3.a166usqs3cyj1, cloud - hardware sm-a166u, cloud - cgm sensor type g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the cannula never deployed and did not insert into the skin as intended. When asked if the cannula was visible after pod removal; the patient's father said yes, but not the blue string. When asked if there was anything unusual with the cannula after the removal; the patient's father stated that there was no blue string. The pod was not worn and no further information was provided.